Manufacturer narrative:
Mean age = 76.6. Mean gender (141 men and 76 women). Date of event: month <(>&<)> year accurate from content of article. Study title: midterm outcomes of stent placement for long-segment iliac artery chronic total occlusions: a retrospective evaluation in a single institution kaichuang ye, md, xinwu lu, phd, md, minyi yin, phd, md, weimin li, md, ying huang, phd, md, xintian huang, md, min lu, md, and mi¿ER jiang, md http://dx.doi.org/10.1016/j.jvir.2013.02.038.

Event description:
The purpose of this journal article is to assess the clinical and patency results of stent placement for long-segment iliac artery chronic total occlusions (ctos). It is reported that evercross pta balloon catheters were used during the study. Periprocedural in-stent thrombosis occurred in nine patients and was treated successfully with catheter-directed thrombolysis. In 12 patients with iliac artery restenosis, repeat endovascular angioplasty treated the lesions successfully, and femorofemoral bypass was performed in 2 patients. In 2 patients who refused further therapy, restenosis was treated with medical therapy without clinical impairment during follow-up. Femoral pseudoaneurysms occurred in two patients, and brachial pseudoaneurysms occurred in three patients, and all were treated with open surgical repairs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.